Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the bed joystick was loose and bed was moving up/down spontaneously during flap creation. The physician was able to put bed back in position and completed the procedure with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) replaced joystick and performed system verification as per sir (service installation record). Without sample no deeper root cause analysis is possible. The manufacturer internal reference number is: (B)(4).